Event description:
The user facility reported that the angio-seal was unable to close the arteriotomy because the foot plate (anchor) did not seat properly. After deployment the puncture site was still bleeding. The reported event did not result in patient injury and/or require medical or surgical intervention. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 10jan2024: the procedure performed for the patient prior to closure device was a peripheral arterial intervention with antegrade access. The sheath size used was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed, angiogram was performed after access. Upon withdrawal bleeding was persistent. The patient was stable. The estimated blood loss was less than 250cc. There were no concomitant devices used with the angio seal device. Additional information was received on 12jan2024: the bleeding was treated by manual pressure.

Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for imperfect hemostasis. The exact root cause cannot be determined. The likely cause was determined to have been residual bleeding after device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).